Event description:
Customer reported on a bravo ph capsule that failed to attach. He also mentioned that the capsule didn't create the suction while trying to generate the pressure. The pt was not injured following the procedure.